Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 300+ mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.